Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow key contact was observed to be misaligned. All key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the down arrow keypad button became intermittently unresponsive 2 weeks ago, and is now completely unresponsive. She noted that the ok button symbol is worn, and the down arrow button does not click when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump in her pocket.